Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was de novo located in a bypass graft with a 5mm reference vessel diameter and a 20mm target lesion length. The lesion had 70% stenosis pre-procedure and 0% stenosis post-procedure. The lesion was negative for vessel tortuosity and calcification. The lesion morphology was a soft lesion with concentric stenosis. The one-month patient follow up assessment was not provided. The three-month patient follow up assessment was in (B) (6) 2007. The target lesion was patent at this follow up visit. No adverse events and no intervention were reported since the initial procedure. The patient's walking distance was documented as stade iib less than 200 meters. The six-month patient follow up assessment was in (B) (6) 2007 and notes that the target lesion has not remained patent. The patient experienced thrombosis since the last visit. No intervention was performed on any vessel since the index procedure. The twelve-month patient follow up assessment was not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4) : device not returned for analysis.